Event description:
It was reported the vertical column lift was inoperable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty vertical lift motor power supply. System operates as intended.